Event description:
On june 8, 2000, the customer reported out an axsym beta-human chorionic gonadotropin result of <2.0miu/ml. Physician questioned result. The sample was retested, yielding a value of >1000 miu/ml. When the sample was diluted 1:200, the sample yielded a value of 1655.12miu/ml. A corrected report was issued. There was no impact on pt management.